Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between the events and the treatment procedure with restylane lidocaine cannot be totally excluded due to the timely relationship. However, it is unclear if the patient has been examined for other underlying conditions that might have contributed. The case was assessed to fulfill the criteria for regulatory reporting due to follow-up information received on 02-jun-2016 where it is reported that the events are still continuing. The case report fulfills the criteria for regulatory reporting per follow-up information received on 02-jun-2016. Lot number was not reported. Trending on lot number or batch record review could not be performed. The labeling states that knowledge of the anatomy is required to avoid perforation or compression of vulnerable structures such as nerves and informs about neurological symptoms. No corrective/preventive action is needed.

Event description:
(B)(4) is a spontaneous case report sent by a treating nurse, a plastic surgeon and the consumer herself: a female patient (B)(6) at the initial report. No information on medical history, concomitant medication, allergies or previous filler treatments was provided. On (B)(6) 2012 the patient was treated with 1.5 ml restylane lidocaine to lips and nasolabial folds (lot number, technique, needle/cannula used unknown). About one month later, on (B)(6) 2012, the patient contacted the treating nurse due to dry mouth, burning sensation and dry lips, reported as burning mouth syndrome (burning mouth syndrome). In addition the patient experienced nerve pain (neuralgia) and encapsulated lumps (encapsulation reaction). During the last years the patient's condition has been examined by several physicians and experts. The events have been treated with multiple hyalase injections, prednisolone and depo-medrol injections. Follow-up information was received from the patient on 02-jun-2016 where she reports that she still suffers from the adverse events. She requests the companys support to have her situation solved. The outcome for the events are not recovered / not resolved. The reporter's causality for the case is conditional / unclassified. The company's causality for the case is possible.

Event description:
Case reference number (B)(4) is a spontaneous case report sent by a treating nurse, a plastic surgeon and the patient herself: a female patient aged 56 years at the initial report. No information on medical history, concomitant medication, allergies or previous filler treatments was provided. On (B)(6) 2012 the patient was treated with 1.5 ml restylane lidocaine to lips and nasolabial folds (lot number, technique, needle/cannula used unknown). The next day the patient experienced massive swelling (implant site swelling). About one month later, on (B)(6) 2012, the patient contacted the treating nurse due to dry mouth, burning sensation and dry lips, reported as burning mouth syndrome (burning mouth syndrome). In addition the patient experienced nerve pain(neuralgia) and encapsulated lumps(encapsulation reaction). During the last years the patient's condition has been examined by several physicians and experts. The events have been treated with multiple hyalase injections, prednisolone and depo-medrol injections. Follow-up information was received from the patient on (B)(6) 2016 where she reports that she still suffers from the adverse events. She requests support from the company to have her situation solved. The patient underwent a surgery on (B)(6) 2016 with the purpose of removing the lumps. The company has requested to take part of the results from the analysis of the lumps, but has not received any laboratory results. A photo of poor quality of the lumps was received on 19-oct-2016. On (B)(6) 2017, the patient reported via a non-scientific article that the events were still ongoing. Follow-up information was received on 10-jan-2018 from the patient via phone. She had underwent three surgeries where 40-45 white lumps had been removed. Some improvement was noted in the area from underneath the nose to the lips where the lumps are located. However, the patient is still suffering and an additional surgery is scheduled for removal of additional lumps. The outcome for the events are not recovered/not resolved. The reporter's causality for the case is conditional/unclassified. The company's causality for the case is possible. Tracking list: 10-jan-2018, v6: added seriousness criteria of intervention (due to surgery), narrative updated.

Manufacturer narrative:
Correction made to submission of follow-up 1 upon review of this report, it was discovered that the first submission of follow-up 1 contained a discrepancy in the appropriate report numbers. The report numbers had been transposed and galderma llp importer number had been reflected as MFR report #, and uf/importer report # contained the galderma q-med MFR number. It had also been discovered that the case was a foreign report, and only required submission on behalf of the manufacturer. This submission corrects the above reported errors. Pharmacovigilance comments: a causal relationship between the reported events and the treatment procedure with restylane lidocaine cannot be excluded due to the temporal relationship. However, it is unclear if the patient has been examined for other potential etiologies since there are many medical and dental conditions that have been associated with the reported events in the literature. Known risk factors for burning mouth syndrome in this case report include age and gender. Additionally, inflammation associated with this condition may have predisposed the patient to the other reported events. Follow-up information from the patient indicates that the condition is ongoing. The case meets the criteria for expedited regulatory reporting. Engineering evaluation: the events of nerve pain, encapsulated lumps and burning mouth syndrome are not explicitly mentioned in the instruction for use for restylane lidocaine; however, the safety section includes the reporting frequencies of pain and mass events, both in the range 1/10 000 - 1/50 000 and neurological symptoms 1/50 000 - 1/100 000. Observe that these are reporting frequencies for all such events potentially related to the use of restylane, regardless of serious status. The potential hazard of nerve injury caused by either injury by the needle and/or compression of nerve due to injected volume and swelling is evaluated in the risk management report for the restylane filler products. As a part of the disclosure of information on residual risk, the IFU includes a precaution which specifically states that knowledge of the anatomy at the site of injection is required to avoid perforation or compression of vessels, nerves or other vulnerable structures. As indicated above, the IFU also informs about neurological symptoms in the post marketing case reporting. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab.

Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between the serious, unexpected events of burning mouth syndrome, encapsulation reaction, neuralgia, loss of personal independence in daily activites, the serious, expected event of implant site swelling, and the treatment procedure with restylane lidocaine cannot be excluded. Serious criteria include permanent damage and disability, and the need for multiple surgical and medical interventions to prevent further permanent damage, including multiple facial lumpectomies, hyaluronidase and prednisone. There are many potential medical and dental etiologies associated with the reported events in the literature. Known risk factors for burning mouth syndrome in this case report include age and gender. Additionally, inflammation associated with this condition may have predisposed the patient to the other reported events. The surgical pathology results for the lump specimens were not provided despite requests. The condition was ongoing at the time of the last follow-up report. The case meets the seriousness criteria for expedited regulatory reporting. Engineering evaluation: the events of nerve pain, encapsulated lumps and burning mouth syndrome are not explicitly mentioned in the instruction for use for restylane lidocaine; however, the safety section includes the reporting frequencies of pain and mass events, both in the range 1/10 000 - 1/50 000 and neurological symptoms 1/50 000 - 1/100 000. Observe that these are reporting frequencies for all such events potentially related to the use of restylane, regardless of serious status. The potential hazard of nerve injury caused by either injury by the needle and/or compression of nerve due to injected volume and swelling is evaluated in the risk management report for the restylane filler products. As a part of the disclosure of information on residual risk, the IFU includes a precaution which specifically states that knowledge of the anatomy at the site of injection is required to avoid perforation or compression of vessels, nerves or other vulnerable structures. As indicated above, the IFU also informs about neurological symptoms in the post marketing case reporting. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Exemption number: e2015005. Galderma laboratories, l.p. (Importer registration number: (B)(4)) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4)).

Event description:
Case reference number (B)(4) is a spontaneous case report sent by a treating nurse, a plastic surgeon and the patient herself: a female patient aged 56 years at the initial report. No information on medical history, concomitant medication, allergies or previous filler treatments was provided. On (B)(6) the patient was treated with 1.5 ml restylane lidocaine to lips and nasolabial folds (lot number, technique, needle/cannula used unknown). The next day the patient experienced massive swelling (implant site swelling). About one month later, on (B)(6) 2012, the patient contacted the treating nurse due to dry mouth, burning sensation and dry lips, reported as burning mouth syndrome (burning mouth syndrome). In addition the patient experienced nerve pain(neuralgia) and encapsulated lumps(encapsulation reaction) in the treated area. For the past several years, since the diagnosis, the patient's condition has been examined by several physicians and experts. The events have been treated with multiple hyalase injections, prednisolone and depo-medrol injections. Follow-up information was received from the patient on (B)(6) 2016 where she reports that she still suffers from the adverse events. She requests support from the company to have her situation solved. The patient underwent a surgery on (B)(6) 2016 with the purpose of removing the lumps. The company has requested to take part of the results from the analysis of the lumps, but has not received any laboratory results. A photo of poor quality of the lumps was received on (B)(6) 2016. On (B)(6) 2017, the patient reported via a non-scientific article that the events were still ongoing. Follow-up information was received on (B)(6) 2018 from the patient via phone. She underwent three surgeries where 40-45 white lumps had been removed. Some improvement was noted in the area from underneath the nose to the lips where the lumps are located. However, the patient is still suffering and an additional surgery is scheduled for removal of additional lumps. Follow-up information was received on (B)(6) 2018 from the patient via phone. She has had an additional surgery with the purpose of removal of lumps. More than 50 lumps have been removed. She is using analgesics for neuralgia. Follow-up information was received via e-mail from the patient on (B)(6) 2018. The symptoms associated with burning mouth syndrome still persists and the lumps are hard and causing pressure in the area under the nose. The patient is experiencing numbness and has difficulties with eating, chewing, talking, sleeping, sitting in certain positions and exercising (loss of personal independence in daily activities). During the first year she received antidepressants to be able to live with the pain, now she has to manage it. The patient reports that the adverse events are causing a lot of trouble and each day is a challenge. Additional photos were provided. The outcome for the events are not recovered/not resolved. The reporter's causality for the case is conditional/unclassified. The company's causality for the case is possible. Tracking list: 10-jan-2018, v6: added seriousness criteria of intervention (due to surgery), narrative updated. 18-apr-2018, v7: update of narrative and treatment for ae. 15-may-2018, v8: added event, treatment for ae and updated narrative.